Event description:
Customer compalint: ticket #(B)(4) I purchased a heating pad that was recalled from amazon. Amazon refunded my money. My wife received a severe burn on her upper thigh. Please advise. My wife received a severe burn. She went to the doctor as it would not heal very quickly. I am sending an attachment with the picture of her burn. As you can see she has quite a large scar. I sent the heating pad back to amazon and they refunded my money. The order number is (B)(4). I don't have any of the other information about the heating pad that you requested inline image as I sent it back to amazon.